Event description:
It was reported that during a stapled anopexy procedure, the first device fully cut and partially stapled. The second device partially cut and stapled. As a result the device was difficult to remove and was excised from the tissue with scissors. There was bleeding from the staple line and was controlled by under running with vicryl. No diathermy used at this stage. The patient was observed during recovering and was returned to the ward. Approximately one hour later, the patient was found to be bleeding and was returned to surgery. On re-examining the rectum, there was an intermittently bleeding vessel in one of the cut edges of mucosa. The bleeding was controlled with under running and diathermy. The patient's hemoglobin dropped to 9.4 g/l. No blood products were administered. The patient admitted to the hospital for four days. The patient has been discharged home.